Event description:
It was reported that patient was experiencing worsening cervical range of motion (rom), left upper extremities (lue) neuropathy, and posterior headaches. The patient underwent revision procedure. No further information has been obtained.